Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after an infusion set change while using the ilet system, with sensor reconnection difficulties noted and subsequent instruction to disconnect from the ilet and transition to backup therapy. Symptoms included elevated blood glucose readings up to approximately 500 mg/dl and no reported acute complications. Outcomes included use of backup insulin therapy with both short- and long-acting insulin and a request for retraining support. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with undetermined cause, managed with backup therapy and temporary discontinuation of the ilet pending retraining. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.